Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power. System error 2367 alarm occurred. The tsr assisted the hp to cycle power again to get to "press go to start". The hp elected to perform manual exchanges in order to complete therapy. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.